Event description:
It was reported that the wake button was sticking. There was no adverse impact to the caller¿s blood glucose levels. Technical support instructed the caller on how to properly press the button and subsequently arranged to replace the pump. Customer reverted to using manual injections. The caller was informed that the replacement would include updated software, and training would be available on their tandem source account. The caller understood the instructions provided, acknowledged the steps required upon receiving the replacement, and agreed to return the problematic pump using a pre-paid label.